Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: ovary/failure to occlude fallopian tube"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder type of disorder: not yet diagnosed") in a 42-year-old female patient who had essure (batch no. B53556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included thyroid (armour thyroid) since 2009. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("hives"), swelling ("swelling"), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vitreous floaters ("floaters in eyes"), vision blurred ("unable to focus"), fatigue ("fatigue"), amnesia ("memory loss") and arthralgia ("pain: all joints") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, urticaria, swelling, autoimmune disorder, rash, headache, nausea, dysmenorrhoea, dyspareunia, vitreous floaters, vision blurred, fatigue, weight increased, amnesia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, rash, swelling, urticaria, vaginal haemorrhage, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: insertion detail: right fallopian tube had 3 coils, could not see coils on left tube but device was deployed in the tube. Patient tolerated the procedure well. It was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 1633 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), migration of essure device. Pregnancy test - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on 8-may-2019: reporter information was added. This case concerns 42 year old patient. Her demographics were added. Her lab data was added. Essure indication was amended. Essure insertion and removal date was updated/added. Essure lot number was added. Her concomitant and treatment medication was added. Per plaintiff fact sheet following event injury was updated to more specified events: depressed, abnormal bleeding (vaginal, menorrhagia), hives, swelling, autoimmune disorder type of disorder: not yet diagnosed, rash, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), floaters in eyes, unable to focus, fatigue, weight gain, memory loss and pain: all joints were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: ovary/failure to occlude fallopian tube"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder type of disorder: not yet diagnosed") in a 42-year-old female patient who had essure (batch no. B53556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included thyroid (armour thyroid) since 2009. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("hives"), swelling ("swelling"), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vitreous floaters ("floaters in eyes"), vision blurred ("unable to focus"), fatigue ("fatigue"), amnesia ("memory loss") and arthralgia ("pain: all joints") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, urticaria, swelling, autoimmune disorder, rash, headache, nausea, dysmenorrhoea, dyspareunia, vitreous floaters, vision blurred, fatigue, weight increased, amnesia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, rash, swelling, urticaria, vaginal haemorrhage, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: insertion detail: right fallopian tube had 3 coils, could not see coils on left tube but device was deployed in the tube. Patient tolerated the procedure well. It was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 1633 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on 02-jun-2014: unilateral occlusion (left tube occluded), migration of essure device. Pregnancy test - on 24-feb-2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: ovary/failure to occlude fallopian tube/ right tube migrated') and autoimmune disorder ('autoimmune disorder type of disorder: not yet diagnosed') in a 42-year-old female patient who had essure (batch no. B53556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included vaginal burning sensation. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 and thyroid (armour thyroid) since 2009. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("hives"), swelling ("swelling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vitreous floaters ("floaters in eyes"), vision blurred ("unable to focus") and amnesia ("memory loss"). In 2015, the patient experienced migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed") and arthralgia ("pain: all joints"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, urticaria, swelling, autoimmune disorder, rash, headache, nausea, dysmenorrhoea, dyspareunia, vitreous floaters, vision blurred, fatigue, weight increased, amnesia, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, rash, swelling, urticaria, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion detail: right fallopian tube had 3 coils, could not see coils on left tube but device was deployed in the tube. Patient tolerated the procedure well. It was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 163 lbs. Discrepancy noted in essure removal date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), migration of essure device. Pathology test - on an unknown date: cervix/endocervix: no significant histopathologic change. Endometrium; inactive-appearing basalis endometrium with focal stromal pseudodecidualization suggestive of progestin effect. Myometrium; intramural leiomyoma, 0.8 cm. Serosa: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: ovary/failure to occlude fallopian tube/ right tube migrated') and autoimmune disorder ('autoimmune disorder type of disorder: not yet diagnosed') in a 42-year-old female patient who had essure (batch no. B53556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 and thyroid (armour thyroid) since 2009. In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("hives"), swelling ("swelling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vitreous floaters ("floaters in eyes"), vision blurred ("unable to focus") and amnesia ("memory loss"). In 2015, the patient experienced migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed") and arthralgia ("pain: all joints"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, urticaria, swelling, autoimmune disorder, rash, headache, nausea, dysmenorrhoea, dyspareunia, vitreous floaters, vision blurred, fatigue, weight increased, amnesia, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, rash, swelling, urticaria, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion detail: right fallopian tube had 3 coils, could not see coils on left tube but device was deployed in the tube. Patient tolerated the procedure well. It was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 163 lbs. Discrepancy noted in essure removal date-(B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: unilateral occlusion (left tube occluded), migration of essure device. Pregnancy test - on (B)(6)2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: new events were added: vaginal pain. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: ovary/failure to occlude fallopian tube/ right tube migrated') and autoimmune disorder ('autoimmune disorder type of disorder: not yet diagnosed') in a 42-year-old female patient who had essure (batch no. B53556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included vaginal burning sensation. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 and thyroid (armour thyroid) since 2009. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("hives"), swelling ("swelling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vitreous floaters ("floaters in eyes"), vision blurred ("unable to focus") and amnesia ("memory loss"). In 2015, the patient experienced migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed") and arthralgia ("pain: all joints"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, urticaria, swelling, autoimmune disorder, rash, headache, nausea, dysmenorrhoea, dyspareunia, vitreous floaters, vision blurred, fatigue, weight increased, amnesia, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, rash, swelling, urticaria, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion detail: right fallopian tube had 3 coils, could not see coils on left. Tube but device was deployed in the tube. Patient tolerated the procedure well. It was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 163 lbs. Discrepancy noted in essure removal date-(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), migration of essure device. Pathology test - on an unknown date: cervix/endocervix: no significant histopathologic change. Endometrium; inactive-appearing basalis endometrium with focal stromal pseudodecidualization suggestive of prog8stin effect. Myometrium; intramural leiomyoma, 0.8 cm. Serosa: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Pregnancy test - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received : event failure to occlude added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, migraine, abdominal distension, menstruation irregular, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, device dislocation, genital haemorrhage, menstruation irregular and migraine to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of the essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.